Event description:
The patient had a revision surgery to address the high impedance. During pre-op, high impedance was observed on the patient¿s device. During surgery, the lead pin was reinserted into the generator and the diagnostics were within normal limits. It was noted that the patient had previously fallen which could have contributed to the high impedance observed on the patient¿s device.

Event description:
It was reported that a patient's device was interrogated and high impedance was observed. The patient's device was disabled and the patient was referred for a revision to address the high impedance. There were no traumatic events reported for the patient that could have contributed to the observed high impedance. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.